Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that catheters are leaking a few days after insertion even though the way of using them remain the same. We respect the instructions: choosing the correct catheter, the balloon is properly inflated, the catheter is not kinked.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. An actual sample was returned for investigation. Visual examination conducted reveals no abnormalities found on the returned sample. Further investigation was conducted by inflating the balloon using red colored water to identify where the leakage occurs on the balloon. After 20 minutes, the sample stay inflated with no issue. The catheter then was also observed to have no issue during deflation. Leak balloon may happen due to several reasons such as being contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the analysis carried out on the returned sample, the catheter was fully functional upon inflation test conducted. The balloon was able to inflate and deflate without any abnormalities observed or difficulties faced. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Event description:
It was reported that catheters are leaking a few days after insertion even though the way of using them remain the same. We respect the instructions: choosing the correct catheter, the balloon is properly inflated, the catheter is not kinked.